Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a single trial lead on (B)(6) 2010, for left leg pain. Intraoperatively, the pt was said to have effective therapy coverage and relief. Following the procedure, the pt's stimulator was turned off; however, she reportedly complained of not feeling well. A physician determined that the pt was experiencing atrial fibrillations. After being monitored for a short time, the symptoms subsided and a decision was made to commence the pt's stimulation. The next day, the pt visited the physician's office for a reprogramming session. Her complaint of not feeling well remained. She was instructed by a cardiologist to go to the emergency room for further eval. There, it was determined that her trial scs sys should be removed. The trial lead was explanted on (B)(6) 2010. The explanted device was discarded and will not be returned to the manufacture for analysis. F/u on the pt found that she is currently under the care of a cardiologist. It was reported by the pt that she never had cardiac issues before the trial system implant.